Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported channel error was confirmed through a log analysis and was replicated during laboratory testing, confirming a malfunction in the bottle-side pressure sensor. Error code 240.4150.0 (sensor broken high failure) was identified in the error log of the suspect pump module and was replicated during infusion testing at 500ml/hr with a vtbi of 1000ml, confirming a channel error. Analog sensor testing showed the bottle-side pressure sensor remained latched after pressure release, indicating a malfunction. After replacing it with a known good sensor, the device operated normally and passed all functional and preventive maintenance tests. The logs from the pcu and the suspect pump module were retrieved to determine the details of the reported event. The facility reported that the event occurred on 04aug2025 at approximately 4:30 pm during the administration of norad. A review of the pcu error log identified one occurrence of error code 240.4150.0 (sensor broken high failure), associated with the bottle side pressure sensor. This error was recorded on (B)(6) 2025 at 4:17 pm, matching the time of the reported event. A review of the pcu event log showed that the suspect pump module began an infusion at 4:11 pm with a programmed rate of 6ml/hr and a vtbi of 79.98ml. At that time, the primary volume infused (pvi) was 0.02ml. At 4:17 pm, with a pvi of 0.56ml, a channel malfunction event was recorded (code 240.4150.0), followed by an active alarm and infusion stop. The unit was powered off at 4:20 pm. Per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. There was patient involvement, but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: pending) the device was opened for investigation, please re-torque all screws. Please replace upper and lower pressure sensors. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported channel error is being attributed to a functional upper (bottle-side) pressure sensor failure in the suspect pump module. This condition was replicated during infusion testing and confirmed through sensor testing. After replacing the sensor for testing purposes only, the device performed within specification. Note that this report lists imdrf annex a040502, a1801, c0503, d08, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was receiving aramine (metaraminol) through peripherally inserted central venous catheter (cvc), "inotropes changed to norad." Per report, the pump module that was infusing norad (noradrenaline) was connected at approximately 1627 hrs. On (B)(6) 2025 to the pc unit in which the aramine was infusing via the syringe module. During "double pumping and titration of both inotropes approximately three (3) minutes", a channel error occurred on the pump module that was infusing norad. Due to this, the clinician had to proactively titrate up the aramine infusion up to ensure that the blood pressure targets are met. It was reported that there were no significant vital signs change on the patient. The customer reported there was no harm to the patient and did not require an emergency response.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was receiving aramine (metaraminol) through peripherally inserted central venous catheter (cvc), "inotropes changed to norad." Per report, the pump module that was infusing norad (noradrenaline) was connected at approximately 1627 hrs. On (B)(6) 2025 to the pc unit in which the aramine was infusing via the syringe module. During "double pumping and titration of both inotropes approximately three (3) minutes", a channel error occurred on the pump module that was infusing norad. Due to this, the clinician had to proactively titrate up the aramine infusion up to ensure that the blood pressure targets are met. It was reported that there were no significant vital signs change on the patient. The customer reported there was no harm to the patient and did not require an emergency response.